Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: a1, a2 (age), a4, b5 and d6a.

Event description:
A. Date of implantation? 2001 in another hospital. B. Date of event? (B)(6) 2021. C. What is the affected side involved in this event? Right side. D. Can you confirm the schedule for the revisioon date? , ( "revision has been planned with a patient specific implant" ) revision is planned as soon as patient specific implant will be manufactured by dps; this will probably be in 2022. E. Please confirm the product code and lot number for :unk hip acetabular liner ceramic duraloc. This is unknown. Primary implantation took place in another hospital and patient does not have an implant passport. F. Please clarify if the product will be returned or not. This is unknown. G. Was surgery time extended? If yes, what was the duration of the delay? N/a; revision is still pending. H. Please provide patient name or initials. (B)(6), male, 70 yrs. 80 kg. I. Can you confirm if the head is a depuy product? If yes, please provide details. This is unknown. Primary implantation took place in another hospital and patient does not have an implant passport.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to luxation with firmly seated acetabular implant a revision has been planned with a patient specific implant. Explanted will be a duralox option 64mm ceramic-inlay. Implanted will be an asymmetric inlay in 32mm or 36mm to increase stability. Doi: unknown, dor: unknown, unknown side.